Event description:
Boston scientific received info that this right ventricular (rv) lead was observed to have dislodged. A revision procedure was performed. The lead was successfully explanted and replaced without incident. No adverse pt effects were reported. Despite the fact that it is noted that the lead was removed, we were not provided with a date of explant.